Event description:
Caller reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a complete pump reset and guided the caller through the process, which resolved the issue as the pump no longer displayed the cgm error code, allowing the caller to successfully start their sensor session.